Manufacturer narrative:
(B)(4). Product analysis: there was no damage to the distal tip of the device. The stent was positioned on the balloon between the marker bands as per specification requirements. The 26th distal stent segment was deformed with raised struts.

Event description:
It was reported that the physician was attempting to use a resolute onyx rx drug eluting stent. No damage noted to device packaging or issues were noted when removing the device from the hoop/tray. The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. During the procedure the device did not pass through a previously deployed stent. No resistance was encountered during delivery or excessive force used. It was reported that the resolute onyx stent failed to cross the target lesion and upon removal it was noted that the proximal stent struts were bent. The physician used another stent to complete the procedure. No patient injury reported. Please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.